Manufacturer narrative:
Lot number or product was not provided by the rptr therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Fatigue [fatigue]. Weakness [asthenia]. Fever [pyrexia]. Sunburn type rash on feet moving up legs [rash erythematous]. Felt awful [feeling abnormal]. Case description: a consumer reported that they, an adult female age unspecified, used tampax pearl tampon, super scent unk 1 application once only and was diagnosed with toxic shock syndrome by her regular physician on (B) (6)2010. She had noticed a sunburn type rash on her feet, moving up her legs, and felt really awful with fever, fatigue and weakness. Treatment: unspecified antibiotic injection, steroids, and clindamycin. The case outcome was unk. Other product used previously without incident: yes - have used tampax tampon since they came out. No further info was provided.